Event description:
Updated summary: the customer reported hyperglycemia was treated with others. The event involved product(s) unk_sensor, mmt-1884, and unomedical, unk_reservoir. No product return is required for unk_reservoir.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5, updated summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the discrepancy between the sensor glucose and blood glucose and high blood glucose (hyperglycemia). The customer has mentioned the sensor glucose of 90 mg/dl and the blood glucose value of 340 mg/dl. The event involved product(s) unk_sensor, mmt-1884, and unomedical. Troubleshooting was performed, and the sensor glucose vs. Blood glucose difference was not within the target range. It was explained the sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for unk_sensor, mmt-1884, and unomedical.